Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the camera is not working properly and is losing connection from time to time. It was noted from the representative through troubleshooting that it was related to an polaris spectra system control unit (scu) failure. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the polaris spectra system control unit (scu) and positioning sensor unit (psu) have faults. The representative replaced and tested the system after the replacement and the system passed checkout successfully and functioning as intended. No further analysis could be performed as the site refused to return the psu and scu. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the optical communication was not working as intended due to polaris spectra system control unit (scu) failure. It was confirmed in admin window in the ndi app. The scu has not been replaced. No devices has been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.